Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 14 bd nano¿ 2nd gen pen needles clogged during the injection, and one clogged while attempting to prime it. The following information was provided by the initial reporter: "consumer reported found 14 pen needle that clogged during injecting consumer reported others from this lot clogged during flow check."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd nano¿ 2nd gen pen needles clogged during the injection, and one clogged while attempting to prime it. The following information was provided by the initial reporter: "consumer reported found 14 pen needle that clogged during injecting consumer reported others from this lot clogged during flow check".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2022. Investigation summary: customer returned (16) open 32gx4mm bd pen needles without tear drop labels, covers or inner shields attached. The customer reported that needles clogged and bent during injection. The returned samples were examined, and it was observed that 12 featured a bent non-patient end (npe) cannula and 1 featured a broken npe cannula. The remaining 3 samples were tested for flow using a test pen injector, and all 3 were able to expel properly. The bent or broken npe cannulas would prevent proper flow through the pen needle, hence, the customer would think the pen needles were clogged. Next, all 16 samples were tested for visual inspection of point geometry, outer diameter and lube coverage. It was observed that all 16 samples featured a hooked patient end (pe) cannula, and all measured within outer diameter (od) spec at 0.0092¿ (od spec for 32g: 0.0090¿- 0.0095¿) and were sufficiently lubricated. Since all 16 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles.

Event description:
It was reported that 14 bd nano¿ 2nd gen pen needles clogged during the injection, and one clogged while attempting to prime it. The following information was provided by the initial reporter: "consumer reported found 14 pen needle that clogged during injecting consumer reported others from this lot clogged during flow check".